Event description:
It was reported by the affiliate that the (1) tct75 and the (1) trt75 were used during an esophagusectomy procedure. It was reported that the device broke completely during the surgical procedure. The swing tab locked during use. The surgeon verified the stapler and saw the blade was bent. There was no pt consequence.